Manufacturer narrative:
On 10/24/2019, it was erroneously omitted to report PMA/ 510(k) number as unk. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified mentor breast implants and experienced extreme fatigue, burning , numbness, discomfort on the left breast, constant discomfort in the left arm, weight gain, hashimotos, gene mutations, right breast discomfort, pain underneath the left breast. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the left breast implant.